Event description:
A customer contacted beckman coulter inc. (Bec) and reported that on two different instances, on (B)(6) 2012, two (2) false low creatinine (cr-e, cartridge chemistry) results were generated when run on the unicel dxc 600i synchron access clinical system. This report is to document the event which occurred at the customer site on (B)(6) 2012. A patient sample was tested for creatinine and a result of <27umol/l was obtained. Customer re-tested the patient sample on the same instrument, and repeated result was higher, 84.2umol/l. The customer also tested the sample on another instrument to confirm the correct higher result. The false low creatinine result was not reported outside of the laboratory. Neither death nor injury has been reported in connection with this event.

Manufacturer narrative:
Per customer's attached data, controls appear to be within range on the date of event. A field service engineer (fse) was dispatched to the customer site. The fse replaced the cartridge chemistries (cc) sample mixer, removed and cleaned all cuvettes in the wash carrousel, cleaned the reaction carousel trough, recalibrated photometer lamp voltage, and performed cuvette center alignment and lamp calibration. Although part was replaced and the fse performed service maintenance, a clear root cause of this event is unknown. MDR report #: 2050012-2012-01753 is being submitted for the event occurred at the customer site on (B)(4) 2012.